Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unspecified alarm. Customer¿s blood glucose level was unknown. Customer also reported battery life diminished, insulin pump rejected batteries, rewind takes longer, insulin pump grinds during rewind, false or unexplained no delivery alarms, and scratches on screen. The device will not be returned for analysis.